Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a guidewire partially advanced through the assembly and kinked in one place. The complaint of a kinked guidewire was able to be confirmed by the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, (B)(6) encountered an issue with the guidewire when using our central venous catheter. The guidewire was found kinked and could not be inserted normally. After replacement, the relevant issue was resolved." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "23 sep 2025, (B)(6) encountered an issue with the guidewire when using our central venous catheter. The guidewire was found kinked and could not be inserted normally. After replacement, the relevant issue was resolved." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".